Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1jbvn, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an im plantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported pain at the lead insertion point. It was noted that the physician would be doing surgery to bury the lead deeper. The issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.